Event description:
Rptr has been using this tubing in conjuction with pumps for continuous infusions of 5-fu. She has been experiencing problems with medication being left in the reservoir even though the pump says all 100mls have been delivered. After ruling out pump or filling errors, rptr decided to switch the tubing from the microbore to the minibore to see if the problem was in the tubing. Since the switch to a larger bore tubing, rptr has had no more problems with unadministered drugs. People should be aware that they may not be getting accurate administration amounts with microbore tubing. The rate rptr was running their infusions at was 0.6 ml/hr (perhaps the tubing is too confining for such a slow rate but if that is the case, the MFR needs to make people aware of that.